Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was unable to establish telemetry. Green progression bar starting to fill up but got no tele metry error. Patient move around in small circular motion. Power cycle the remote monitor, had patient attempt using a dry wash cloth. Advised patient to contact the clinic about the battery life of the implant. The remote monitor was still in use. No patient complications have been reported as a result of this event.